Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient¿s pump and catheter were explanted on (B)(6) 2014 due to a pocket infection. The infection traveled from the pump up the catheter. It was unknown when or how the infection was diagnosed. Information received later indicated that the fluid sampled from the pocket was positive for mrsa. It was unknown if the patient had any symptoms. The patient¿s oncologist was in charge of the patient¿s oral (po) medications. There was also a suspected csf leak post removal. The patient had problems healing from the original spinal surgery. The pump was used to infuse morphine. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the pump was removed due to csf leak and infection, with some persistent csf leaking, requiring wound revision. This was also reported as, removal of infected pump and subsequent csf leak. The date of onset of the infection was (B)(6) 2014. Perioperative intravenous antibiotics were administered. The patient¿s signs and symptoms of infection included drainage. The patient did not have meningitis. The csf leak was confirmed on (B)(6) 2014, and the cause of the csf leak was the intrathecal pump infection. The infection was resolved. The patient¿s cancer was reportedly a risk factor that applied to the status of the patient before implant of the device. No outcome of the csf leak/wound revision was reported regarding this event. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomaly. Analysis of the catheter revealed a tear in the seal near the guide ring of the sutureless connecter, which was determined to be non-significant. Upon device interrogation, it was indicated that the pump contained hydromorphone.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type catheter. (B)(4).